Event description:
It was reported that the patient underwent a revision procedure in 2015 for the in bone poly insert because it failed, the plastic disintegrated. No additional information is available.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.